Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation there was a cut along the trunk cable that severed the internal wires. The cause of the failure was isolated to the cut wires. The root cause of the cut wires was physical abuse. No adverse resulted from the defective electrode belt.